Event description:
International customer reported that the device readily inflated with air from a leak at the device connector. The pt subsequently developed a fever and inflammation at the site of device implant. The surgeon opines that this air leak contributed to retained fluid resulting in the fever and inflammation. The implant site was incised and cleansed, the drain removed and replaced with a competitor's product.

Manufacturer narrative:
Conclusion code: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. The product upon which this medwatch is based has been rec'd, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four additional medwatch reports being submitted as a total of 12 devices were reported. See 2210968-2007-00088, 2210968-2007-00089, 2210968-2007-00090, 2210968-2007-00091, 2210968-2007-00092, 2210968-2007-00093, 2210968-2007-00094, 2210968-2007-00095, 2210968-2007-00182, 2210968-2007-00183, 2210968-2007-00184 and 2210968-2007-00185 for all associated reports. The same pt is represented in each medwatch. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: 620538, mfg date: 08/01/2006, exp date: 08/31/2011. Lot: 620552, mfg date: 10/01/2006, exp date: 10/31/2011.